Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One regular tr band assembly and its inflator was returned for product evaluation. The returned components were subjected to visual inspection and the communication port on the tr band was found to be ripped apart. No damage was noted on any other components. The complaint can be confirmed for airflow issues. It is likely that the balloons were attempted to be separated prior to inflating which could have caused the rip in the communication port therefore resulting in the air leakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while prepping the device for placement after a right radial artery access left heart catheterization (lhc), it was noted that the tr band balloon was stuck to the back plate. When it was peeled away and attempted to be put on the patient the band would not hold air. Another band was selected and had no issues. There was no patient injury/medical or surgical intervention required. The patient was stable, and the outcome of the procedure was completed.